Manufacturer narrative:
The device will not be returned for evaluation. During the first attempted removal, on (B)(6) 2018, the filter was partially removed but not saved by the staff. The remaining part of the filter was brought up to the right internal jugular vein/right subclavian vein/svc region. The technique the doctor used was a sheath and snare. A second attempt was made to remove the remaining portion of the filter on (B)(6) 2018; however, the attempt was unsuccessful. No further information has been provided in relation to the patient's health status. Since the portion of the filter that was removed was not saved, the device was unable to be evaluated for causative factors related to structural fatigue or failure.

Event description:
Option elite was placed in patient in (B)(6) 2018. While using a snare to retrieve the filter in (B)(6) 2018, one leg of the option elite filter fractured and migrated into chest area of patient.